Event description:
On (B)(6) 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. During the procedure no adverse event was observed. The patient tolerated the procedure. (B)(6) 2009, post-operative follow-up imaging identified no adverse event. The diameter of the aneurysm was measured 80mm. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed no adverse event. It was reported that the diameter of the aneurysm had been shrunk to 61.5mm. On (B)(6) 2012, three year follow-up imaging revealed the aneurysm enlarging to 70mm. On (B)(6) 2012, another follow-up imaging identified distal type I endoleak. On (B)(6) 2012, stent graft of another manufacturer was additionally implanted to repair the distal type I endoleak. The patient tolerated the procedure. On (B)(6) 2013, four year follow-up imaging showed that the endoleak was resolved. The diameter of the aneurysm reportedly shrunk to 58mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.